Event description:
Removal of endosseous dental implant. Implant was placed in site #5 on 9/14/95 during a routine procedure in class ii bone. The implant later fractured and was removed on 3/26/97. The clinician reports that this is the second implant to have fractured in this pt. He also reports that the implants were never restored and that the pt was wearing a completed denture relieved over the implants.

Manufacturer narrative:
The info received by the MFR from the clinician is incomplete. However, the co's evaluation of this event (based on existing info) gives the co cause to conclude that this event is a known inherent risk of the procedure. The MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.